Event description:
The patient reported that over the past 2-3 years he has had problems with his site falling out. He stated that he is very athletic and sweats a lot when he exercises. He stated that his blood glucose values have not been affected, as he notices it right away and changes the site. The patient was educated on different methods for attaching the site of his body. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.